Event description:
Out of box failure. Upon receiving the device, the customer was performing an incoming test prior to placing the device in service. Reportedly the device service light was displayed when it was first powered up. There were no patients involved during the reported event.

Manufacturer narrative:
Medtronic continues to investigate the reported event.